Manufacturer narrative:
The insulin pump received with intermittent express bolus and up arrow button response due to flattened button dome switch. No button error alarm during testing. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and damage. Customer's blood glucose was unknown. The customer stated the up and b button were not working. The customer also stated that they werre cracks to the pumpcase.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.